Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -16.50 diopter, in the patients left eye (os) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to low vaulting and lens rotation. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial, with residue on lens. Visual inspection found the lens haptics bent. Claim#: (B)(4).